Event description:
On (B)(6) 2013, the reporter contacted lifescan (lfs) in (B)(6) alleging the meter was displaying an unknown error message. There was no indication that the lfs product caused or contributed to a adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting done by the customer care advocate (cca).